Manufacturer narrative:
(B)(4).

Event description:
A review of returned post-implant cta¿s revealed that a talent bifurcate was positioned approximately 2cm below the renal arteries. The proximal neck is angulated 70deg r-l to the aortic body and the limbs are angulated 90 degrees l-r to the aortic body. There is no visible proximal sealing length; however no proximal type I endoleak is evident. No contrast is seen within the aaa sac. The proximal neck flow lumen and bifurcate proximal stent graft od is 26mm. The max diameter aaa is 7cm. The ipsilateral limb and aneurx extension were seen placed into the right common iliac artery which was aneurysmal; there was a distal type I endoleak feeding the rcia. The aneurx right limb distal stent graft od was 27mm and the rcia diameter measured 3.7cm. The aneurx contralateral limb was placed into the left common iliac artery; the contralateral limb distal od was 21mm. Earlier post-implant images were not provided. Original location of the implanted bifurcate is unknown, and it is uncertain if the device may have migrated. The cause of the aaa expansion is uncertain. It is possible that the angulated neck and morphology changes may have contributed to the lack of a proximal seal. Although not clear proximal type I is seen it is possible that the aaa may be pressurized. The distal type I seen within the rcia appears likely due to disease progression.

Event description:
An unknown talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Vessel morphology is unknown. It was reported that the patient presented emergently complaining of abdominal pain. The aneurysm was 40 mm in diameter. There was no evidence of an endoleak, but the physician decided to place a cuff on the aorta, as well as extending the left iliac limb down to the external iliac. This was done in case that was the origin of a possible leak, as the left iliac had expanded to 24 mm in diameter. No additional clinical sequelae were reported and the patient is fine.